Event description:
It was reported that when threading a si-lok select screw onto the driver, it was either too tight and could unthread the screw from the driver or it would fall off when passing it to thesurgeon and/or fall off the driver while inserting.

Manufacturer narrative:
The part was not available for evaluation, and no images or lot numbers were provided. It was reported that one screw ended up being placed a little too deep and had to be removed, and it was noted that the complaint screw was removed with no harm to the patient. A risk evaluation was conducted and it was found that the observed risk level is within the expected risk level, and no further actions will be taken at this time. Based on the evaluation and available information, no cause can be established. No determinations can be made for the cause of the reported issue.